Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 patient codes, impact codes and device codes.

Event description:
It was reported that the patient with this pacemaker device exhibited noisy signals and oversensing on both right atrial (ra) and right ventricular (rv) channels. Upon review of the ventricular episodes, it looked like atrial fibrillation (af), however there was a large spike which showed up on both channels. Technical services (ts) reviewed and stated that it could be something electromagnetic interference (emi) but not confirmed. The health care professional (hcp) will be further discussing with the patient. This device remains in service. Additional information received indicated that this device exhibited pacing inhibition and asystole was noted. Upon review, daily measurements were stable for both ra and rv impedances. Ts recommended to repeat isometrics in clinic and decide if lead needs revision or can be monitored. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited noisy signals and oversensing on both right atrial (ra) and right ventricular (rv) channels. Upon review of the ventricular episodes, it looked like atrial fibrillation (af), however there was a large spike which showed up on both channels. Technical services (ts) reviewed and stated that it could be something electromagnetic interference (emi) but not confirmed. The health care professional (hcp) will be further discussing with the patient. This device remains in service. No adverse patient effects were reported.